Event description:
The acunav catheter was not portraying a clear display on the screen as normal. The doctor requested it to be replaced by a new acunav catheter. No harm to the patient and the representative is aware.